Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and the patient was experiencing pain. The lead was found to have perforated the patient's heart, which was confirmed via x-ray. A revision was performed to reposition the lead. No additional adverse patient effects were reported. The lead remains in service.